Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer had a history anomaly on the insulin pump. Customer's mother stated that they could not upload at the health care professional's office or at home. Customer's mother stated that they uploaded it and there was missing information on the bolus and blood glucose readings. Customer's blood glucose was 117 mg/dl. Customer had missing data on the data table reports versus the pump. Customer's mother was assisted with creating a new carelink account. The insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was not able to download to care link pro do to multiple alarms noted in history screen. The insulin pump alarmed due to corrupted history file. The insulin pump was received with minor scratches on lcd window.